Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6. Device photo evaluation: visual analysis of the photographs identified: anxiety - product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Patient reported "can someone please contact me urgently about my breast implants. I did them and I am having major issues as one of them has ruptured and I am needing urgent surgery. I understand I am still covered under warranty." "In a lot of pain¿. ¿I need this sorted as soon as possible" this is for the left side. The device has been explanted.

Manufacturer narrative:
Additional h6: f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "can someone please contact me urgently about my breast implants. I did them and I am having major issues as one of them has ruptured and I am needing urgent surgery. I understand I am still covered under warranty." "In a lot of pain¿. ¿I need this sorted as soon as possible" this is for the left side. The device has been explanted.